Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. Updated information in d9.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined. D4: unknown UDI due to no list or lot number provided.

Event description:
The event involved unspecified transducers set where it was reported that there were lots of cracks and clots issues with the device. The use of the set started on (B)(6) 2024 3:21:09 pm and ended on (B)(6) 2024 3:23:47 pm. Arterial and/or central venous pressure (cvp) monitoring was being administered or performed. The safeset product has been used 10-30 times for more than 10 years. The easiness of the setup process was neutral. Taking blood, abg, and vbg (cvc) were sometimes challenging. Also, the cvp line length and abg line length were sometimes challenging. Clots, positional trace, and manual handling were always challenging. There was patient involvement and delay in therapy, but harm was not reported as a consequence of this event.